Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was in the pool and received an insulin pump error alarm. The customer was able to clear the alarm and there was water in the battery compartment. The customer received request to rewind the insulin pump but was unable to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.